Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an infection associated with the hickman catheter is inconclusive based on the nature of the complaint. The clinical complication of infection cannot be replicated or confirmed with the returned catheter segment. A segment of a hickman type catheter with a red luer adaptor was returned for investigation. The s/l tubing extended 3.7cm from the distal end of the clamping oversleeve. The remainder of the catheter was not returned for investigation. A hole was found in the inner layer of tubing within the clamping oversleeve, which allowed fluid to fill the space between the layers of tubing. The hole was investigated with complaint record (B)(4). A visual and microscopic examination of the returned device revealed evidence of use, such as blood residue throughout the sample, debris on the clamp, and printing worn from the clamping oversleeve. There is no evidence that points to the cause of the alleged infection. Product is processed through a validated sterilization cycle that is qualified to deliver a minimum sterility assurance level of 10^-6 per iso 11135. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of huzk0273 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that cultures on (B)(6) 2016 grew out strep viridans; IV antibiotics given to patient.